Event description:
Medtronic received a report that the middle part of the pipeline could not be deployed at all and it got twisted. After that, resheathing and deployment were repeated several times, but the situation did not change, so it was collected. The pipeline was replaced with another pipeline and the procedure was completed successfully. The pipeline was positioned in a bend in the middle region. More than 50% of the pipeline was deployed when it failed to open and the pipeline was resheathed 3 or more times. The pipeline was not used for an off-label use. The pipeline and any accessories were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.   The patient was undergoing surgery for treatment of a saccular, unruptured left internal carotid artery (ica) posterior communicating (pcom) artery aneurysm with a max diameter of 5mm and a 3mm neck diameter. The landing zone artery size measurements were 3.5mm distally and 4.5mm proximally. The access vessel was the internal carotid artery (ica) with a diameter of 4.5mm. It was noted the patient's vessel tortuosity was severe. The post procedure angiographic result showed no issues.   Ancillary devices include a asahi fubukai guide catheter, phenom microcatheter, asahi guidewire, navien guide catheter.

Manufacturer narrative:
Initial reporter/physician information not reported by region due to countries privacy laws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #705948526: equipment used: video inspection system (m-78210), ruler 200cm (m-83361). Drawing(s) referenced: dwgsfg13xxx-yyyy-zz rev. F. As found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; within a plastic bio-pouch and within an opened pipeline flex shield outer carton and inner pouch. The pipeline flex shield embolization device was returned outside the phenom 27 catheter. Damage location details: no bend was observed on the pushwire. The hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex shield braid were found fully opened and damaged. In addition, the middle section was found to be open and no damage. No flash or voids molded were observed in the hub. No damage was found with hub. No kink or damages were found with catheter body. ¿ testing/analysis: na. ¿ conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure/incomplete open at middle as the middle section was found to be open and no damage. In addition, the proximal and distal was found to be fully opened and damaged. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline flex shield more than two times. It was reported that pipeline was resheathed 3 or more times. It is possible that the severe vessel tortuosity may have contributed to the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.